Event description:
It was reported that the patient experienced acute, intense pain following a trial implant procedure. The patient was unable to move her back. We were unable to follow-up with contact information provided, hence no additional information was obtained.

Manufacturer narrative:
(B)(4).